Event description:
It was reported that a pt called regarding the trident recall. She didn't want to tell me her name or submit a product experience report. She stated that she had a bilateral hip replacement in 2005. Her right hip keeps dislocating and it was revised the same year and she found out that the ceramic head had cracked. She has been experiencing pain in both hips. She hears a popping sound in her left hip and a cracking noise in her right. She met with her surgeon not to long ago and asked him why she doesn't have full rom; she stated that the surgeon told her because he put the screw in so that she wouldn't have full rom. He wouldn't give her info on the implants implanted. I asked her to take a product experience report whether her implants were recalled or not she is still having issues. She said no and that she is working with a lawyer and didn't want to give any further info. She stated that she is going to reach out to the hospital for the catalog numbers and lot codes."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.